Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with a driveline communication fault alarm with no other noted issues. Log files were submitted for review, and they confirmed the driveline communication fault alarm as well as emergency backup battery (ebb) fault alarms on (B)(6) 2025. The ebb faults resolved with a system controller self-test. It was later reported that the comm fault b alarm resolved after performing a system controller exchange. The controller would not be returned for evaluation. The cause of the backup battery faults was unknown and the ebb faults resolved with the self-test.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of driveline communication fault and backup battery fault alarms on the system controller (B)(6) was confirmed via submitted log files. Submitted log files revealed multiple atypical intermittent backup battery fault alarms associated with the backup battery not passing the load test were active throughout the log file. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first did not pass, the loaded voltage measured 11.116v, and the unloaded voltage measured 12.138v. On (B)(6) 2025, at 1:40:58, a driveline communication fault alarm associated with communication b faults. The alarm remains active for the remaining duration of the log file. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller (B)(6) was not returned for testing. Provided information revealed that the communication fault alarms resolved with the system controller exchange and that the self-test fully resolved the backup battery fault alarms. A root cause for the reported events was unable to be conclusively determined through this investigation. A backup battery fault with an unknown root cause resulting in an alarm was confirmed. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline communication fault alarms. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller and the power cables. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.